Event description:
Area of grooving on femoral condyle and a corresponding area on the tibial side. Inflammation and synovium prolonged pain and dysfunction in knee joint. Reason for use: meniscal repair.